Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05173. Related manufacturer reference number: 2017865-2019-05176. Related manufacturer reference number: 2017865-2019-05178. It was reported that the patient developed infection. The patient presented on (B)(6) 2019 for procedure. The left ventricular lead was capped and the rest of the system was explanted. The patient was stable post procedure.